Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received at the product analysis lab for evaluation in operational and in good condition. The device passed the hc return instrument test / evaluation (rite) functional test, but failed the rite electrical ground bond test. There were no problems found during an internal inspection. The resistance between the power entry module and the door post was within the ground bond specification. All connections were secure and no contamination was present. The assignable cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.